Event description:
It was reported that customer experienced continuous glucose monitor error and could not start sensor session. There was no reported adverse impact to the customer. Customer contacted support, was guided through complete pump reset, and after reset error did not reappear and sensor session was successfully started.